Event description:
It was reported that there was leakage found on the tubing system at the beginning of use (less than 3 minutes). Then the tube detached from the outer white tube. This problem was resolved by replacing with a new set. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 26-nov-2024. H3: one used device was received for evaluation. As received, a separation was observed between the infuscate outlet tubing at the bottom of the heat exchanger. Little to no solvent was observed at the bonding sites. The complaint of leakage can be confirmed due to the separation observed. The probable cause is due to insufficient solvent coverage error during assembly in tijuana. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.